Manufacturer narrative:
The investigation is ongoing.

Event description:
The pt presented with end stage kidney disease during an av access case. It was reported the gore hybrid vascular graft prematurely deployed. The complainant fixated the device and was sliding the device into the vein when premature deployment occurred. The device was removed and another gore hybrid vascular graft was implanted to successfully complete the procedure.